Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) was over 300 mg/dl. The customer took the pump out of the pocket and after straightening the tubing, the occlusion was resolved. A bolus was successfully delivered via the pump to address the bg level. As the customer was not with the contact at the time tandem technical support was telephoned, a pump system check could not be performed to determine if the tubing was the cause of the occlusion.